Event description:
The patient is experiencing a facial droop on the right side several months after surgery.

Event description:
As of device check prior to 06 sept 2019, the facial drooping issue was resolved.